Event description:
It was reported that the right ventricular lead triggered a patient alert. Electrogram showed noise with some oversensing. Later on that day, the patient began feeling symptomatic with a low heart rate. The patient went to the emergency room. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.